Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event and no response has been received. If pertinent information is received in the future, we will submit a supplemental report. Not returned to manufacturer.

Event description:
It was reported that the cs300 intra-aortic balloon pump was not showing systolic and diastolic pressures after the iabp was turned on. It would take a few minutes to 30 minutes for a systolic and diastolic reading. The customer was manually taking pressures. It is unknown if there was any patient harm/injury; however there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A supplemental report will be submitted if subsequent information is provided.

Event description:
It was reported that the cs300 intra-aortic balloon pump was not showing systolic and diastolic pressures after the iabp was turned on. It would take a few minutes to 30 minutes for a systolic and diastolic reading. The customer was manually taking pressures. It is unknown if there was any patient harm/injury; however there was no adverse event reported.